Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness on his back next to the back electrode. Patient reported a red spot on his back under the therapy electrodes from scratching with a back scratcher. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed diphenhydramine pills. Patient reported his cardiologist recommended he use cortisone cream, but patient advised he has followed these instructions. Follow up indicated that the skin irritation improved.